Manufacturer narrative:
Additional/updated information was added to reflect the side frames being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the right side frame had a broken weld/tubing at bottom rear of the frame, and the left side frame had a crack in the frame/weld at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the right side frame had a broken weld at the bottom of the back cane, and the left side frame had a cracked weld at the bottom of the back cane, with the crack present on one side of the weld while the other side was intact. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Fields were updated accordingly.

Event description:
The dealer stated the right frame is broke at a weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the right frame is broke at a weld.